Manufacturer narrative:
Method: lens evaluation. Results: a visual inspection of the returned product found the lens optic is torn in half. Lens was returned dry. There was evidence of dark residue on optic surface. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (evaluation method): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor in the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No: lens not returned. (B)(4). Evaluation method: lens work order search results code: evaluation results: a lens work order search revealed no similar complaint within the work order. No conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v, 4.00 diopter; three piece silicone lens. Noticed the haptic was damaged after insertion into the patient's eye. The lens was removed and replaced with a backup lens. There was no patient injury. Cause of damage to the haptic is unknown.

Manufacturer narrative:
Per medical review - lens tears or nicks can occur at any stage from manufacture to surgical manipulation. (B)(4).